Manufacturer narrative:
(B)(4). Concomitant medical products: medical products - femoral component option for cemented use only size f left catalog# 00576401651 lot# 61861376, tibial component stemmed precoat catalog# 00598004701 lot# 62087336. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2017 - 00266 , 0002648920 - 2017 - 00647.

Event description:
It was reported that patient is experiencing pain and has walking problems. Attempts have been made and additional information on the reported event is unavailable.